Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, sharp broken and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact and a missing shell due to inconclusive. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device has been explanted.